Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device malposition (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant. Upon physical examination on (B)(6) 2019, the physician suspected that the left-sided device was ruptured. The patient was also diagnosed with bilateral implant malposition. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced by 450cc mentor memorygel breast implants (catalog number 3504504, left-sided serial number (B)(4), right-sided serial number (B)(4)).

Manufacturer narrative:
On 10/23/2019, mentor became aware that the initial report was submitted with an incorrect due date. We became aware of the reported issue (bilateral implant malposition) on (B)(6) 2019, making the due date 11/22/2019. As a result, the initial report was not late. Manufacturer's reference number: (B)(4).